Event description:
It was reported that the tip of the small pointer broke off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the small pointer broke off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the tip was broken off, was confirmed through visual inspection. During the device evaluation, it was unable to be determined what caused the broken tip. The pointer was unable to be repaired and will not be returned to the customer.